Manufacturer narrative:
Varian field service rep corrected the calibration on the equipment. The equipment now meets and passes the user facility qa procedure. Though still under investigation, varian has determined that a MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4).

Event description:
Varian has received a preliminary report of lock-up of on-board imager arms, possible pt misalignment, and possible misadministration. No report of serious injury has been received.